Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified "downstream occlusion" alarm was confirmed through the event history log review. The cause was undetermined. If any add'l info is rec'd, a f/u will be sent. The force sensor flex assembly, and force sensor pusher were replaced.

Event description:
During the evaluation of a returned spectrum infusion pump, 1 occurrence of "downstream occlusion" alarm was identified in the event history log. Any patient involvement, injury or medical intervention is unknown since these items were found during evaluation of the device.